Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was treated at an emergency room for hypoglycemia. The blood glucose reading was 25mg/dl. It was stated that the customer was unresponsive. Troubleshooting was performed. The lead screw test passed and the programming appeared to be accurate. No further information was provided.